Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Further troubleshooting, fse found that the host pc hard disk rack was not powered on. The fse reset the host pc, which resolved the reported problem. But the fse proactively ordered and replaced the host pc along with hard disk drive to avoid re-occurrence of the problem. After the replacement the issue got resolved and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system does not start. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. Philips has started an investigation of this complaint.